Manufacturer narrative:
Corrected data: h6 (type of investigation code "10" was selected in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the poor contact and intermittent image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reported problem could not be confirmed. The device is available for use at the customer facility. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the socket had poor contact and ¿no image occasionally¿ on the video system center. There were no reports of patient harm. The device is still in use at the customer facility and the device will not be sent to olympus for inspection.